Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating the customer is in the hospital. The parent stated that the customer's insulin pump had stopped working. The patient's blood glucose level was unknown at the time of the call. Details of hospitalization were not provided.